Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2138-70, serial: (B)(4) , batch: 165068/164932.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure. The explanted ipg and linear leads were discarded.